Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation a faradrive steerable sheath was selected for use. During procedure, air ingress was observed when drawing reverse blood after catheter insertion. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'

Event description:
It was reported that during a pulmonary vein isolation a faradrive steerable sheath was selected for use. During procedure, air ingress was observed when drawing reverse blood after catheter insertion. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.